Event description:
It was reported that during a breast biopsy, the plastic applier tube sheared off inside the patient's breast. They plan on using ultrasound to identify the location of the plastic piece and attempt to remove from the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.